Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2015 with the following findings: the complaint could not be duplicated or confirmed. The keypad cover was undamaged, and all of the keypad buttons were normally responsive. There was no evidence of contamination under the button contacts. Unrelated to the initial complaint, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow, down arrow, and okay buttons were overly responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.